Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Plaintiff profile form alleges loosening of cup, infection, loosening of stem. After review of medical records for MDR reportability, it was determined that the patient had a two stage revision due to infection from the previous unknown manufacturer hip implant with the first stage revision to a total depuy hip. Revision notes reported that the patient underwent the second stage revision, and all the femoral and acetabular components were revised to a competitor hip. There were no indications of loosening and infection for the revised depuy implants. Doi: (B)(6) 2007; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.